Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/01/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump showed that the battery compartment was cracked. Unrelated to this issue, the contrast button was under-responsive, which has no effect on insulin delivery. The keypad cover was removed and contamination was observed under the contrast button contact. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment. This report is made based on results of investigation completed on 09/01/2016.